Event description:
It was reported that there were episodes of false asystole due to over and undersensing of the implantable loop recorder device on the day of implant. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.